Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not reproduced. However, inspection found flooding on the camera cable and the main unit image capture. Corrosion and optical axis misalignment on the scope mount, damage on the main unit side cover, adhesions on the video connector, and adhesion on the video connector's electrical contacts were observed. A device history review revealed no findings/ issues that could have caused or contributed to the reported issue. Per instruction for use (IFU), it states, "there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation." Precautions for cleaning, disinfection, and sterilization" and "warning" in "storage". Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a possibility that a hole will be made in the camera cable and the electrical circuit inside the product may be destroyed by water leakage. "For safe use_endoscope image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electric circuits. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an abnormal image. The issue occurred during inspection before use. The subject device was repeatedly pulled out and inserted, and after about five (5) minutes, the image became normal and treatment could be started. The procedure was completed using the same set of equipment. There were no reports of patient harm.